Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported unevent laser treatment during the laser portion of laser assisted cataract surgery of a patients right eye. During hydrodissection, the surgeon felt a "pop" and an anterior tear occurred which continued posteriorly. He then started the phaco portion and the nucleus dropped as he was sculpting away from the primary incision. An anterior vitrectomy was performed and an intraocular lens was inserted following the widening of the primary incision. The lens was positioned and incisions sealed. The patient was referred to a retinal surgeon. The operating surgeon does not feel the laser contributed to the tears but indicates previous tears have been during laser cases. Additional information received; the patient developed a hyphema post operatively, has required two anterior chamber washouts, and has developed a retinal detachment. The patient will have surgery for the retinal detachment.